Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that a balloon rupture occurred. The 75% stenosed target lesion was located in the moderately tortuous and moderately calcified artery. A 10/2.50 flextome cutting balloon was selected for use. During procedure, at first inflation, it was noted that the pressure did not increase to 4atm. When the device was removed, the balloon was found to be ruptured. The procedure was completed with a different device. No patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR.: the device was returned for evaluation. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. Blood was identified within the balloon and inflation lumen which is evidence of a device leak. The returned device was attached to an encore inflation unit. Positive pressure was applied when liquid was observed to be leaking from a balloon longitudinal tear starting approximately at the center of the proximal markerband and extending approximately 1mm distally across the balloon material. The shaft was kinked at several locations along its length. This type of damage is consistent with excessive force being applied to the delivery system. No other issues were identified during the product analysis. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported that a balloon rupture occurred. The 75% stenosed target lesion was located in the moderately tortuous and moderately calcified artery. A 10/2.50 flextome cutting balloon was selected for use. During procedure, at first inflation, it was noted that the pressure did not increase to 4atm. When the device was removed, the balloon was found to be ruptured. The procedure was completed with a different device. No patient complications were reported.